Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) 2020. Patient stopped charging the ipg as the device would no longer take a charge. Patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was replaced and therapy was restored.